Manufacturer narrative:
(B)(6) spoke with (B)(6) about the greenies. (B)(6) confirmed the purpose of the green caps are to cover any uneven areas on the tips of the sling hanger bars. The green caps don't have anything to do with safety or keeping the sling loops on the bars. (B)(6) asked staff to re-create the incident, and they could not tell him how the resident fell. Staff told (B)(6) they inspected the sling and found nothing wrong with it. When they saw the lift after the incident, the sling was hooked up to the lift. Staff told (B)(6) the shoulder loops were double-looped. (B)(6) stressed the sling loops should not be double-looped and only a single loop should be on each hanger bar hook.

Event description:
2 staff members lifted the resident out of a recliner to put in a bed. During the transfer across bedroom floor, the resident fell from sling. (B)(6) said a little green cap came off a hanger bar. There was no obstruction in the path of the unit and there was no excessive movement during the transfer. The resident went to the ER.